Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. 664653) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pain ("pain: other"). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal and pain outcome was unknown. The reporter considered medical device removal and pain to be related to essure. The reporter commented: patient had received treatment for pain: other discrepancy noted in essure implant date (B)(6) 2010 and (B)(6) 2010. There were 3 trailing coli¿s on the right and 5 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) conducted: (unspecified): results: unknown. Lot number:664653 manufacturing date:2009/08 expiration date:2012/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. 664653) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pain ("pain: other"). The patient was treated with surgery (hysterechtomy). At the time of the report, the medical device removal and pain outcome was unknown. The reporter considered medical device removal and pain to be related to essure. The reporter commented: patient had received treatment for pain: other discrepancy noted in essure implant date (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) conducted: (unspecified): results: unknown. Most recent follow-up information incorporated above includes: on 2-mar-2020: plaintiff fact sheet received. Lot number and concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pain ("pain: other"). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal and pain outcome was unknown. The reporter considered medical device removal and pain to be related to essure. The reporter commented: patient had received treatment for pain: other. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: essure confirmation test(s) conducted: (unspecified): results: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: previously reported event injury replaced by new event pain: other and medical device removal. Reporter information, product indication, and insertion date updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.